Event description:
It was reported that left ventricular (lv) lead unable to capture and was confirmed to be dislodged by x-ray. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specifications. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion located distally to the connector boot, breaching the ring electrode cable lumen with no damage to the etfe cable coating.